Event description:
White caps on nxstage bags are falling off. Nxstage rfp 406, lot q1801344, exp 2020-01-01. Nx stage rfp 404, lot f1712381, exp 2019-12-01. Device #2 therapy start date: (B)(6) 2018.